Event description:
This pt was upgraded to a bi-v ICD while replacing this rv lead due to increasing thresholds. The lead was retained by the hosp. Should add'l info become available, this file will be updated.